Manufacturer narrative:
(B)(4) hearing aid dispenser incorrectly dispensed a siemens brand motion sa 3bx hearing aid to a patient under 3 years old in contradiction to the labeling that indicates the hearing aid is not suitable for children younger than 3 years old. Labeling in (B)(4) as well as u.s. Clearly indicates hearing aid is not suitable for children younger than 3 years old. Dispenser was notified that the motion sa 3bx is not suitable for children under 36 months and instructed where this is indicated in the labeling.

Event description:
(B)(4) hearing aid dispenser incorrectly dispensed a siemens brand motion sa 3bx hearing aid to a patient under 3 years old, in contradiction to the labeling that indicates the hearing aid is not suitable for children younger than 3 years old. The teething (B)(6) month old (B)(6) patient was fit with the hearing aid on (B)(6) 2015. Earhook broke on (B)(6) 2015 for the first time. Earhook broke for the second time on (B)(6) 2015. Earhook broke for the third time over the weekend between (B)(6) 2015. In each instance the earhook broke at home. The patient swallowed the earhook on the third incident. No medical intervention was necessary as the earhook was excreted naturally by the patient. No damage to the patient's health. Patient no longer wears hearing aid.